Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent the implantation of a mesh due to a hernia. The patient experienced bowel issues, abdominal pain and dyspareunia.